Event description:
It was reported that during a colon procedure, the instrument cut, but did not staple. Resection of the anastomosis area, manual sutures and stomy. The stomy is not permanent. The hospital mentions that there were also some patient medical factors so that the stomy was performed.